Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. Therefore, the left cylinder was explanted and replaced. No patient complications were reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not working properly. Two weeks later a revision surgery was performed, upon examination a hole in the left cylinder was found. Therefore, the device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were visually inspected and underwent leak testing. Both cylinders had wear at a fold in the distal end, middle, and proximal end of the cylinder. The first cylinder had a fluid leak due to a hole at the corner of a fold in the middle of the cylinder. The second cylinder passed leak testing. Both rear tip extender (rte) passed visual inspection. The reservoir was visually inspected and underwent leak testing. The reservoir had wear at a fold in the reservoir shell; however, it did pass leak testing. The pump was visually inspected and underwent leak and functional testing. The pump passed visual inspection as no damages nor abnormalities were found, and it did pass leak testing; however, it did not pass functional testing. Based on the information available and analysis results, the hole found in the cylinder and the pump not passing functional testing could have caused or contributed to the reported clinical observation of mechanical issue; therefore, a conclusion code of cause traced to component failure was assigned to this investigation.